Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support guided the customer through several troubleshooting steps, including removing the o-ring from the pneumatic tap and cleaning the area, but the issue persisted. Reportedly, customer reverted to manual injections for insulin therapy.